Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler was being positioned to do the wedge resection of the right lower lung during a video-assisted thoracoscopic surgery. The surgeon was applying a great deal of force (torque) to the instrument distal to the staple reload and the adapter connection point and was trying to position an approach to the lung tissue. The port was placed intracostal, so the amount of force required to achieve the surgeons required angle was high. The surgeon was able to press the green button, but the device did not fire. They also have difficulty unloading the device where the entire load broke off the adapter. They used another product to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler was being positioned to do the wedge resection of the right lower lung during a video assisted thoracoscopic surgery. The surgeon was applying a great deal of force (torque) to the instrument distal to the staple reload and adapter connection point and was trying to position an approach to the lung tissue. The port was placed intracostal, so the amount of force required to achieve the surgeons required angle was high. The surgeon was able to press the green button, but the device did not fire. Also, there was difficulty unloading the device where the entire load broke off the adapter. Another reloads were used however midway through the fire, the reloads stalled at midpoint. So, another product was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the reload adapter was broken. Due to the noted damage no, functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.